Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, a 27 mm navitor with radiopaque markers was chosen for implant with a large flexnav delivery system. The patient's baseline cardiac rhythm was sinus rhythm. Pre-dilatation was performed with a 23 mm non-abbott balloon. After pre-dilatation, patient experienced left bundle branch block (lbbb). During procedure, the first valve deployment attempt was too high with incomplete stent opening. Valve was resheathed and redeployed again but was determined to be too low. As the total number of resheaths had been exceeded, a decision was made to remove and replace both the valve and delivery system. A second 27 mm navitor with radiopaque markers was prepared with a new large flexnav delivery system. The first deployment attempt with the second 27 mm navitor valve was too high. The second deployment attempt was successful with implant depth at 4 mm at the non-coronary cusp and 3 mm at the left coronary cusp. Moderate paravalvular leak (pvl) was seen, requiring a post-implant balloon valvuloplasty with a 24 mm non-abbott balloon, eliminating pvl. Patient remained in left bundle branch block post-procedure. Patient status was reported stable.